Manufacturer narrative:
Analysis of the 9733856 found insufficient information. Analysis of the 9733467 found no failure. It was reported that the issue was a hardware related issue and that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that navigation system was unable to track. In the emitter details screen, representative saw the axiem box reading not connected and the emitter displaying unable to read port. Reseating the cables, plugging the usb into different ports and rebooting the system multiple times did not resolve the issue. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.